Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00 x 12mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke upon advancing device to the blockage. The device was completely removed and the procedure was completed with another 3.5x12mm stent. No patient complications were reported.